Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the female connector was separated from the main body of the transfer set. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Due to receiving a photograph sample only and not receiving the actual sample for analysis, there is not enough information to refute or confirm the reports of the connection issue with the female connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector and the main body (light blue) of the twist clamp separated on a minicap extended life pd transfer set and the female connector could not be disconnected from the pd solution connector. This was observed during an unspecified step for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.